Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. It was reported that approximately 4 months after an initial bunion surgery, 2 screws and potentially 1 plate were determined to be broken at a postoperative follow-up appointment. However, breakage was only able to be confirmed in 2 screws through review of radiographic evidence, which was also inconclusive as to a likely cause. All hardware currently remains implanted with no reported plans for a revision, nor any report of the patient being symptomatic. A number of factors could have contributed to the breakage of the hardware and although the most likely cause cannot be determined based on the available information, the device(s) were likely subjected to excessive bending stresses which resulted in their breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, 2 screws were found broken upon review of radiographic images at a patients 4 month postoperative follow-up and it's unknown if 1 plate may potentially be broken as well. The devices currently remain implanted with no revision scheduled at this time.